Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable appearing worn out was confirmed, as the returned modular cable (lot number 9213772) was observed to have a discolored outer jacket and bend reliefs upon arrival. A few folds and tears were also observed on the outer jacket, some of which revealed the inner later. The modular cable was functionally tested and performed as intended. Atypical events and alarms were unable to be reproduced throughout all testing, even when the cable was manipulated. Available information for this event indicates that the cable was exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. Additionally, during evaluation contaminate was found on the controller-side connector. Review of the device history record for the modular cable, lot number 9213772, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿ instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was admitted due to emergency backup battery fault (ebb) alarms. The ebb was exchanged which resolved the alarms. The hospital also recommended exchanging the system controller as it was very old. The patient's modular cable was exchanged due to the modular cable being worn. The system controller was exchanged only due to the system controller's age.